Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that, "the inner catheter disconnected from the thumb valve during use. The nurse disconnected the ventilator and removed the catheter from the patient's airway. There was no injury to the patient and the ventilator circuit, with a new closed suction catheter was reconnected to the patients endotracheal tube. There were no complications and the patient was not injured."

Manufacturer narrative:
The reported lot number, m5195t509, does not appear in our manufacturing records. The device history record could not be reviewed due to a valid lot number not being provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.